Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was exhibiting inflation and deflation difficulty. The patient is awaiting a physician consult. No further information has been provided. No patient complications were reported.

Event description:
It was reported that the patient has been experiencing deflation and inflation issues with this inflatable penile prosthesis (ipp) and also, the patient was feeling a knot at the base of the penis and felt like it lost size. The patient is awaiting for a new physician to see this case. No further information has been reported.

Manufacturer narrative:
B5 describe event or problem, h6 impact codes and h6 device codes have been updated. B3: date of event is an approximate.